Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not impacted by the event. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer did not acknowledge this information and continued to allege that the battery was depleting quickly. Customer's pump is being replaced for customer satisfaction.